Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose level as well as multiple insulin pump error alarm during the rewind process alarm. Customer¿s blood glucose level was above 500 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. Troubleshooting was refused for high blood glucose level and troubleshooting was performed for insulin pump error alarm. The device will be returned for analysis.

Manufacturer narrative:
The device passed the sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. The device was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms. Drive count confirmed.